Manufacturer narrative:
D10 - concomitant products: sigphandle, sig power sigphandle handle, (s#unknown); sigadaptstnd, sig power sigadaptstnd linear adapter, (s#unknown); onb12stf, onb12stf versaone opt 12 std trocar, (lot# j5f2540y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic gastric bypass surgery, the reload locked on tissue and could not be removed during the second stapling upon returning the blade. All instructions to unlock the load were followed, including holding both side buttons to restart, removing and reconnecting the rod, and using the key to disarticulate and open the device, but these actions were unsuccessful. The surgeon manually removed the tissue and performed sub-suturing and staple line reinforcement to resolve the issue. The trocar experienced a valve break, causing a leak, and the lens disengaged. The trocar was replaced.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic gastric bypass surgery, the load stapled correctly without problems, however the reload locked on tissue and could not be removed. During the second stapling, when it went through the fabric, there was difficulty in retracting the knife blade. All instructions to unlock the load were followed, including holding both side buttons to restart, removing and reconnecting the rod, and using the key to disarticulate and open the device, but these actions were unsuccessful. The surgeon manually removed the tissue and performed sub-suturing and staple line reinforcement to resolve the issue. The trocar experienced a valve break, causing a leak, and the lens disengaged. The trocar was replaced.